Manufacturer narrative:
Product was returned and investigated. There was a kink noticed near the outlet of the pump. Per the clinical information, cannula kinking was observed after successful insertion once the pump was past the aortic valve. Therefore, the root cause of the product damage (cannula kink) was most likely use-related due to improper technique. D9 date device returned to manufacturer added f6/f8-should have been left blank in the initial report. G1 reporting contact fax number.

Event description:
The complainant reported a patient (race unknown) was to be implanted with an impella cp device for mechanical circulatory. . When the pump was advanced into the left ventricle, the pump was kinking. The impella was explanted and a new pump was used. There was no patient harm.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.